Manufacturer narrative:
After further review of the complaint, it was determined information provided by the customer was not included in the initial report. The customer stated that her insulin pump was not working, stating that the insulin pump gave her too much insulin causing the hospitalization.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalized low readings, loose drive support cap and high blood glucose readings from the insulin pump. The customer's blood glucose reading was 31 mg/dl. The customer treated with food and soda. The customer was taken to the emergency room. The customer was treated with IV, orange juice and graham crackers. The customer also had a high reading of 500 mg/dl on july 1st and treated with insulin injection. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be protruded. The customer declined to troubleshoot for high readings.